Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported patient had a refill yesterday ((B)(6) 2017) and the healthcare professional (hcp) was having issues trying to find the port. It was stated the managing hcp was not the person refilling the pump and it was a "learning person". It was noted that the hcp pulled the old baclofen out and there was blood in it. It was questioned if the hcp having trouble finding the port if they got blood into the pump. It was noted they got 8.4ml and reinserted the needle because they had resistance. It was noted they ended up wasting 3ml because there was too much pressure. It was noted that those were medical questions/concerns and was referred to ask the hcp. No symptoms were reported. Event date was noted as (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.